Event description:
Lead was capped due to multiple episodes of noise detection. Physician added a new pace/sense lead and capped the pace/sense portion of this lead. The shocking portion of this lead is still active. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.